Event description:
While infusing glucose solution to a hypoglycemic neonate it was discovered that the solution set had "cracked" and fluid was being wasted at the site of the rubber seal at the plunger base.